Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure the device would not seal properly, did not work. The jaws were cleaned with a damp sponge and still did not work. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/10/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a crystal failure x1. A secondary issue was also noted as battery low/dead. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The 510 (k) # is k001109. The meter was replaced and requested back. The proudct was returned and it was noted that there was a crystal failure and that the patient's battery was low/dead lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging that her one touch ultra meter does not power on. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient mentioned that the alleged issue with the meter began on the night of (B)(6) 2010 after she replaced the battery. The patient even tried pressing down on the m button and the meter would not power on. The patient mentioned that the following day at 1:45pm she developed symptoms; however, was not sure if it was neurological symptoms or low blood glucose symptoms. She tested on another device and obtained a 110 mg/dl and went ahead and ate some food to treat herself, if it was low blood glucose. This is not the first time the product is being used. The products were replaced. The complaint is being reported since the patient alleged that due to symptoms she treated herself for low blood glucose.